Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulse¿ bi-directional catheter and suffered a cerebrovascular accident (cva).. The patient had an adverse event after a varipulse¿ bi-directional catheter procedure. The patient had a minor cva. The information was obtained from the marketing manager who had been communicating with the physician via text. It was discovered that the patient had a minor stroke that was seen on an MRI that was done for a different reason than the patient demonstrating symptoms. The physician reported that the patient was "fine". The procedure had been completed on (B)(6) and went well. The patient had an ivc filter in place that was a challenge to pass. The carto map displayed a "scarred atrium". The physician did 3-4 pfa applications with the varipulse¿ bi-directional catheter on the posterior wall. The patient was stable throughout the procedure, and the procedure went well. Follow up statement from the physician was " will use varipulse only as necessary and will wait for the next generation of catheter". Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
During an internal review on 02-dec-2025, noted a correction to the 3500a initial under h11. Additional manufacturer narrative. Included in error the following, ¿the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted.¿ should have reported the following: the investigation was completed on 26-nov-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. It was confirmed that ablation was performed outside pulmonary veins. The use of the varipulse¿ ablation catheter for ablations beyond pulmonary vein isolation may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia. In 70% of the cases of stroke or tia reported to bwi world-wide, patients received ablations outside the pulmonary veins. The safety and effective use of this device outside of the pulmonary veins for the treatment of atrial fibrillation has not been clinically established and may increase the risk of patient injury. An internal corrective action has been opened to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product or product ID numbers are received at a later date, the investigation will be updated as applicable. In addition, correction to the following fields as they should have been processed as the following: -h6. Investigation findings: no findings available (c20). -h6. Investigation conclusions: cause not established (d15). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).